Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "pustular rash" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Vision abnormalities, almost all of which were nonserious events, have been reported in association with edema and overcorrection. The reported events consisted of blurred, double vision, or watery eyes and were noted after treatment of the tear trough region under the eyes. Time to onset ranged from immediate to 2 weeks postinjection. Interventions reported by physicians were noted to range from none to oral steroids to injectable hyaluronidase. Outcomes included resolved, improving, or ongoing at last contact. Scarring has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, necrosis, skin discoloration, blister, nodule, allergic reaction, and infection. Time to onset ranged from 2 weeks to 4 months. Interventions prescribed by the physicians included topical steroidal cream, nitropaste, oral steroids, and antibiotics. Additional treatments noted were a laser procedure and surgical scar revision.

Event description:
Healthcare professional reported two days after injection in the "glabellar furrows" with half a syringe of juvederm ultra xc, the patient developed a "pustular rash over the forehead". The healthcare professional saw the patient four days later and prescribed 2 percent nitro paste and zinc acetate plus diphenhydramine cream. Healthcare professional stated that "symptoms are resolving but have not resolved completely".